Manufacturer narrative:
1627487-12192011-003-r; this ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not recharged his ipg in approximately 2 years. As such, the device was inoperable. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective stimulation was established following the procedure.